Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 5th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: a complaint history check was performed and this is the 5th related complaint for needle hub separates on lot # 0160988. A review of risk management (B)(4) revision 14 indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed. Investigation summary: customer returned (1) 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 0160988. Customer states that there is needle/shied separation from the barrel. The returned syringe was tested and the hub assembly did not separate from the barrel when the shield was removed. A review of the device history record was completed for batch# 0160988. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in experienced hub separation from the device. The following information was provided by the initial reporter: the customer reported about needle/shied separation from the barrel.